Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went to the emergency room (ER) after hearing a lead integrity alert (lia) on the right ventricular (rv) lead. The rv lead was found to have oversensing of noise with ventricular tachycardia non-sustained (vt-ns) and sensing integrity counter (sic) episodes. The lead has high increasing impedance. The lead was programmed off and the patient was referred for system explant. The lead remains in the patient. No patient complications have been reported as a result of this event.